Event description:
It was reported the catheter balloon would not inflate or deflate properly during pretest. Another of the same make & type was used to continue the procedure without further complications.